Manufacturer narrative:
The device was returned for analysis. The reported resistance inserting the device was not confirmed. The suture break was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty inserting the guide wire; however, the cuff miss and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6-device code 2920 difficult to advance-guide wire was removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the femoral artery using a proglide device prior to a coronary intervention procedure. Reportedly, there was resistance inserting the device and at the time of firing the wire suture, they were noted to be broken [suture break]. Another proglide was used at the 2 o¿clock position to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.